Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was very low and did not register. Customer was not sure how she was treated but believed she was treated with a glucagon. Customer also experienced high blood glucose of 400 mg/dl and treated with manual injection. Customer declined troubleshooting for high blood glucose. Customer reported of having 3 reservoirs that could not be filled as the transfer guards were defective. Customer would call back to perform high pressure test.